Event description:
The following informatio was received from the affiliate: approximately six months post index procedure follow-up cag was conducted and thrombus was confirmed at the bifurcated portion of the 1st obtuse marginal branch. To treat the thrombus, the cypher stent's strut at the bifurcated portion of the proximal circumflex expanded by poba. The index procedure was an elective case. The target lesion was the proximal circumflex. The lesion was de novo and a bifurcated lesion type b2. The procedure was an elective case. The target lesion was pre-dilated with a 2.5x14mm balloon at 9 atms for 30 seconds. Then a 2.5x23mm cypher stent was deployed at 20 atms for 30 seconds. Post dilation was not conducted. Ivus was not conducted. Timi flow before and after the procedure is unknown. The residual % of stenosis after the procedure was 0%. Act was not measured. Anti-platelet therapy included aspirin 200mg/day, and ticlopidine hydrochloride 200mg/.day. Physician's comment: the probable cause of the thrombotic event was because the cypher stent strut at bifurcated position of the obtuse marginal branch was not expanded.